Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 5-10 seconds. The balloon was removed from the patient's body without any problem using the usual method and the procedure was completed with a different device. No patient injury was reported and the patient was in good condition after the procedure.